Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, that the pin appeared to be coming out of the tip and tips skewed for an 8mm prograsp forceps instrument. A new prograsp instrument was obtained to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the pin appeared to be coming out of the tip and tips skewed for an 8mm prograsp forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin dislodged at the distal end. The pin was difficult to remove. The probable root cause of a loose pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. Unrelated to the primary failure, the instrument was also found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's pin was dislodged. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.